Event description:
A caller reported that their t:slim x2 pump battery would not charge, with the pump screen remaining dark and unresponsive. There was no adverse impact on the customer¿s blood glucose level. The customer reverted to an alternative method of insulin therapy.